Manufacturer narrative:
No other adverse pt effects were reported. If additional info is received, a f/u report will be submitted. Definition of eval: conclusion - no eval will be performed.

Event description:
3m received info from a customer with apl (acute promyelocytic leukemia), an employee for a facility where he had past occupational exposure to high levels of ethylene oxide (eo), attributes his disease to general facility exposure to eo and lack of follow-up/inadequate records of sampling at the facility. The employee explained to 3m occupational health that he does not believe the 3m steri-gas equipment is a problem and understands the 3m device meets all cartridges are a problem. He filed worker's compensation (wc) claim in the federal system and has been denied at present (fed. Wc agreed he was able to show that he had been exposed to eo above the legal limits and agreed he was able to show that he was diagnosed with apl, but did not show connection/link between eo exposure and apl).